Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2015 as part of a clinical trial for amd subjects. On (B)(6) 2016, the patient reported experiencing blurry vision and discomfort in the implanted eye. On (B)(6) 2016, patient's was diagnosed with hypotony (intraocular pressure was 5 mmhg) and inflammation, and was prescribed steroids and antibiotic topical treatments. On (B)(6) 2016, a surgical intervention was conducted during which intravitreal gas was injected into the eye. On (B)(6) 2016, a second revision surgery was conducted during which the sclerotomy was re-sutured, the scleral patch graft was replaced, and an air bubble was injected. Following the surgery, the surgeon reported that the patient's intraocular pressure in the implanted eye has remained stable at 10 mmhg. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2016-00011. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient experienced hypotony in the implanted eye, and underwent two revision surgeries on (B)(6) 2016, respectively. New information: on (B)(6) 2016, it was reported that the patient's intraocular pressure (iop) had been 8-10 mmhg in the 2 weeks following the second revision surgery conducted on (B)(6) 2016. On (B)(6) 2016, a third revision surgery was conducted during which a vitrectomy and silicone oil injection was performed. On (B)(6) 2016, the patient's iop was 12 mmhg and the surgeon reported a marked improvement with no inflammation. The patient's retina was fully attached and the implant was in place.